Manufacturer narrative:
A bayer service representative visited the site on may 4, 2017 to evaluate the system. Upon arrival, it was noted that the control room unit (cru) remained inside the magnet bore and was not able to be removed. Therefore, a check out of the spectris solaris ep mr injection system was not able to be performed. Upon speaking with the site's biomedical engineer, it was determined that his position at the time of the alleged incident was at the foot of the table (approximately 6 feet from the magnet bore at the end of the table). As the cru contained ferromagnetic material, it was drawn into the magnet bore when the site biomedical engineer moved it into the scan room and approached the magnet. The safe and effective use of the spectris solaris ep mr injection system to a large degree depends upon factors solely under the control of the medical professionals using the system. A review of training records determined that the site biomedical engineer had attended a spectris solaris mr injection system service training that was conducted by medrad/bayer on march 9 through march 11, 2015. During this training, an mr safety overview was presented. The following are excerpts from the training slides: mr environment can be a dangerous place if safety rules are not followed. A. Disregard or complacency regarding mr safety guidelines the magnet is always on a. Signs are posted indicating a restricted area with controlled general access. B. Individuals working in this area must be educated on the mr safety issues and protocols used to maintain safety. When in doubt about the mr safety of an item, leave it out of the scan room. There are posted signs at the entrance of the MRI scan room that conveys that potentially dangerous magnetic fields are present in the room. Signage should also indicate that the magnet is always on except in cases where the MRI system, by design, can have its magnetic field routinely turned on and off by the operator. Our investigation determined that the reported problem occurred as a result of human error of the site's biomedical engineer as he should have been aware of the proper precautions when working in the mr environment and did not heed to the posted warnings on the scan room door.

Manufacturer narrative:
This investigation remains in progress. Once the investigation is completed, a follow-up report will be submitted.

Event description:
The customer reported the following: in an attempt to resolve a communication issue between components of the spectris solaris ep mr injection system, the site's biomedical engineer had carried the control room unit (cru) into the scan room at which time the display released from his grasp and was pulled into the siemens 3.0t magnet bore. The magnet was subsequently ramped down and the cru was removed from the scanner without further issue. No injury or adverse event was reported.